Manufacturer narrative:
This report is being filed to correct field: h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted for conduction system pacing (csp). The lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. No specific information was provided, however, additional information has been requested. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. Two additional leads were then attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted for conduction system pacing (csp). The lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. No specific information was provided, however, additional information has been requested. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. Two additional leads were then attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The complete lead was returned intact. Visual inspection revealed that the helix was extended and was deformed. Dried blood/body fluid and tissue was noted in the helix housing. Testing of the helix mechanism was performed, however, did not pass due to the helix being deformed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that the bent helix occurred as a result of the implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted for conduction system pacing (csp). The lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. No specific information was provided, however, additional information has been requested. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. Two additional leads were then attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.